Manufacturer narrative:
The device was returned to the service center for a physical evaluation. The device was attached to usg-400/esg-400 generators and a probe check was performed; the device failed the probe check as a u509 ultrasonic error was observed. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; foreign material was noted on the distal end, consistent with use. The ptfe pad (teflon pad) was inspected and found it was slightly worn, with no metal exposed. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The distal end was inspected under a microscope and found a small hairline crack on the probe unit. The cracking point measures at approximately 0.659¿ from the distal end. Based on the evaluation and similar reported events, the most probable cause to the damaged probe can be attributed to unintended operator error. To mitigate the risk of patient injury and device damage the instruction manual (IFU) provides warning that states, ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ the IFU also states, ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
The manufacturer was informed that the device failed during a procedure. The generator indicated a probe damage error code. The device was replaced and the procedure was completed successfully. There was no patient injury reported.